Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated there were no changes other than using a different type of infusion set. In addition, the customer had hbgs for the past few weeks. The cause of the event was not determined by the md. It was indicated that the programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. It was suggested that the customer try another type of infusion set.